Event description:
It was reported that the patient experienced a hypoglycemic event with a blood glucose value of 39 mg/dl while using the system, confirmed by a contemporaneous fingerstick that matched the continuous glucose monitor reading, and treated the event with intranasal glucagon (baqsimi) followed by oral glucose per standard guidance. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed that the event was user-reported with no device malfunction identified and the healthcare provider subsequently adjusted the cgm target. Symptoms included disorientation, sweating and tachycardia consistent with hypoglycemia. Outcomes included resolution of the low after treatment without hospitalization. It was concluded that, based on previously established findings for similar reports, the event was hypoglycemia with an unclear cause, and no further intervention was required after care plan adjustment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.